Event description:
It was reported that: vessel occlusion post deployment. Additional information on (B)(6)2022: manta device was pulled past the measured depth + 1 and then re-advanced by physician. No pulses post procedure. Surgical cutdown was immediately post deployment for device removal and vessel repair. Additional information on 21dec2022: during a tevar procedure on (B)(6) 2022, access was gained utilizing micro puncture and ultrasound, in the right common femoral artery. Post deployment it was noted that there were no pedal pulses. Originally the physician reported that he had pulled back beyond the original number prior to manta deployment but this was not completely the issue. What occurred was that the manta sheath was inserted into the artery and then pulled back to the predetermined depth. At that time the dilator was removed , and the manta inserted. The rep discussed with the physician where his error was - pulling back before putting the manta device in the sheath - and that was the cause of the mis-deployment. The device was deployed between the media and adventitia instead of in the vessel. He said that during this error he somehow created a flap in the vessel and that is what caused the vessel to be occluded. He did cut the manta out and then repaired the flap to restore flow. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain access. Following inserting the manta sheath into the artery, the physician pulled the sheath back to the predetermined measured depth. The depth locator was removed, and the 18f manta device was inserted. The 18f manta deployed into the tissue tract between the media and adventitia. Post deployment, no pulses were detected, and the physician choose to do an immediate surgical cut down. During the surgical intervention, the physician explanted manta, and repaired a dissection flap, which restored flow. Post procedure the rep discussed with the physician the root cause of the manta device deploying into the tissue tract instead of the artery, and explained it was due to pulling back before inserting the manta device into the sheath. The physician mentioned during this error somehow is when he created a dissection flap which caused the occluded flow. It is likely the cause of the occlusion is from a dissection, possibly causing manta to prop the dissection open, blocking flow. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection, accidental positioning of some or all the collagen plug within the femoral artery, leading to stenosis and other access site complications possibly requiring endovascular intervention. Additionally, as noted in step 2: exchange and position sheath, advance the assembled manta sheath and manta introducer over the guidewire as far as the patient anatomy will permit. Remove the manta introducer from the manta sheath, leaving the guidewire and manta sheath in position. The manta introducer hub must be rotated turn counterclockwise to unlock and remove from the sheath. The manta sheath is now in position to receive the manta closure.

Event description:
It was reported that: vessel occlusion post deployment. Additional information on 15dec2022: manta device was pulled past the measured depth + 1 and then re-advanced by physician. No pulses post procedure. Surgical cutdown was immediately post deployment for device removal and vessel repair. Additional information on 21dec2022: during a tevar procedure on (B)(6) 2022, access was gained utilizing micro puncture and ultrasound, in the right common femoral artery. Post deployment it was noted that there were no pedal pulses. Originally the physician reported that he had pulled back beyond the original number prior to manta deployment but this was not completely the issue. What occurred was that the manta sheath was inserted into the artery and then pulled back to the predetermined depth. At that time the dilator was removed , and the manta inserted. The rep discussed with the physician where his error was - pulling back before putting the manta device in the sheath - and that was the cause of the mis-deployment. The device was deployed between the media and adventitia instead of in the vessel. He said that during this error he somehow created a flap in the vessel and that is what caused the vessel to be occluded. He did cut the manta out and then repaired the flap to restore flow. The patient was reported as fine post the procedure.